Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, catalog # fg540000, s/n: (B)(4). Lasso nav eco catheter, catalog and lot numbers unknown st. Jude medical brk transseptal needle, catalog and lot numbers unknown st. Jude medical 8.5fr transseptal sheath, catalog and lot numbers unknown manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via ultrasound. Pericardiocentesis yielded 180 ml. Patient was reported to be in stable condition. It is not known if extended hospitalization was required. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. It was noted that there no steam pops during the procedure. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. A st. Jude medical 8.5 french transseptal sheath was used. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Power was not titrated. Irrigated catheter flow was set at 30 ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via ultrasound. Pericardiocentesis yielded 180 ml. Patient was reported to be in stable condition. It is not known if extended hospitalization was required. Patient fully recovered. There were no errors reported on any bwi equipment during the procedure product investigation: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref # (B)(4).